Event description:
Pt was experiencing symptoms of high blood glucose. He tested on suspect device blood glucose = 122 mg/dl. Patient went to hospital where lab draw blood glucose = 498 mg/dl. Patient was given insulin (not part of his regular treatment). Patient was storing strips incorrectly and his glucose controls were out of range. Patient is also color blind and cannot visually verify his results.